Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all drawers failed, main drawer 5 jammed and could not be recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to get the medicines from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that all drawers failed, main drawer 5 jammed and could not be recovered. A field service engineer confirmed that the customer had already resolved the medication jam caused by an overfill of medications and a staff would assist in reducing the medication volume in the pocket. The system functioned as intended after the customer resolved the issue.